Manufacturer narrative:
The investigation of infection/sepsis and positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of infection/sepsis could not be determined. The root cause of positioning issue was most likely use related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A complainant reported the patient was on impella cp support. The impella was dislocated completely in aorta. Initially, they pulled the pump back completely into the aorta and let it run on low p-level. Suddenly the patient became very critical, had to be resuscitated for 3 minutes. The pump was repositioned with trans-esophageal echo and it worked well. Position was not perfect, but well enough to let it run on p6. Also, the patient is septic. The patient expired while on support. The relationship between the impella and cause of death is unknown.